Event description:
The technician alleged that the head panel was not lowering down. No patient impact.

Manufacturer narrative:
The technician replaced the head panel gas springs to resolve the issue.